Event description:
Pen needle rx (prescription) sent over by provider with the following directions, " 1 box na daily, inst: monitor blood glucose daily 4 times". Rx entered by pharmacist as uad to test blood sugar qid. Ismp, (B)(6). Submission ID: (B)(4).